Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that unspecified bd safety glide needles experienced 1 case of blood exposure splash, 3 cases of leakage, 6 cases of infection, 4 cases of foreign matter in the device cannula needle syringe or any fluid path component, 4 cases of safety mechanism failure, 2 cases of difficult safety mechanism engagement activation, 7 cases of needle loose pulled out of hub, and 5 cases of cloggedblocked needles. It has not been specified whether medical intervention was administered following the cases of infection. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that the there were occurrences of clinician exposure to body fluid or blood (1), leakage (3), bloodstream infections (blood stream bacteraemia, sepsis etc) (6), needlestick injuries (before use on patient) (6), foreign matter in fluid path (4), safety mechanism failures (4), the safety mechanism was difficult to activate (2), syringe needle connectivity issues (13), the needle pulled out of hub (7), needle bent (2), needle dull/blunt (3), and blockage (5). Additional information related to bloodstream infection (blood stream bacteraemia, sepsis etc): "broken" additional information related to syringe needle connectivity issue: "bad materials" (9418) additional information related to needle dull/blunt: "tried using it to take a blood sample and it could not aspirate"; "sometimes happened".